Event description:
(B)(4). The end user states the bar that head motor attaches to is bent on the head spring part number (B)(4).

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.